Manufacturer narrative:
The device history record for this device was reviewed. There were no nonconformances or deviations associated with this serial number; the device passed all functional and performance specifications prior to release from manufacturing. As described in the event description, it was later reported that the device flow rate (as measured by the clinician) had reduced. The device remains implanted and not available for further evaluation at this time. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump wash pump flowing faster than expected based on the measured and calculated flow rate by the clinician. The intra arterial flow rate as manufactured was 1.2 ml/day and the device was implanted (B)(6) 2022. It was reported that the pump had been running at 1.6 [ml/day] for several months in the past year. It was reported that the patient had gained 80 lbs over the last year. On 4-16-2024, the flow rate was calculated as 1.7 [ml/day]. On 4-30-2024, it was reported that the pump was empty. It was also reported that the clinician attempted to perform the refill on 4-29-2024 but unable to access. The patient returned on 4-302024 for surgeon to access. It was reported the patient used no heat and had no travel. On 5-7-2024, it was reported that the flow rate was 1.78 [ml/day]. It was reported that the patient was to return 5-16-2024 to reassess. It was later reported that the flow rate was 1.57 [ml/day].